Event description:
Revision surgery - due to the patient falling causing a broken humeral component.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was a broken ulna component. The actual length of in-vivo patient service for this product is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since the lot numbers were not provided or determined during the complaint evaluation. A search of the device investigation produced no anomalies or evidence of a product issue. The implant in-vivo service length is unknown without an original surgery date. Multiple searches of the djo surgical records and patient database revealed no additional information concerning this event. Zimmer-biomet was contacted for additional information through an invoice search and reported they have no additional information to report for this evaluation. This complaint will be closed with the lot unknown pending receipt of additional information. Should additional information become available concerning this complaint, the complaint will be re-opened and a further review shall be conducted. This complaint is deemed to be non-product related. The root cause for the patient breaking the humeral component was reported as a fall. No other conditions relating to this event could be determined with confidence. The surgeon reported no issues associated with the explanted product. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.